Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event that the programmer would not turn on. The power supply was out of electrical specification. It was also noted the ECG (electrocardiogram) connector was loose on the printed circuit board, the system fan was noisy, the stylus was missing, the handle was cracked, and the power cord bay assembly was damaged. (B)(4).

Event description:
It was reported that the programmer did not turn (on). The programmer was returned for service. There was no patient involvement.